Manufacturer narrative:
Continued from medical devices: spiros connector. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported a possible dosing rate discrepancy for two medications infusing on an oncology patient. The discrepancy was noted with ifosfamide/ mesna 11g in 1110ml over 24 hours with a rate of 46.3 ml/hr as a secondary medication. The user reported that channel b marked "chemo" with an orange sticker seemed to be affected. It was later reported that also infusing was an ondansetron infusion (16 mg/50 ml dextrose 5% and water in 63 ml), and was expected to infuse over 20 minutes at a rate of 189 ml/hr via the other module. No patient harm was reported.

Manufacturer narrative:
Concomitant medical products: (4) non-bd IV bags. The customer¿s experience of a dosing rate discrepancy was not confirmed. Visual inspection of the pump showed no anomalies. The pcu event log shows pump module s/n (B)(4) was in use and infusing a primary infusion of drugid 1 at a rate of 10ml/hr. At 4:45 pm on 09 august 2018, the infusion was paused. At 4:46 pm, a remote IV request was received for ifex+mesna (drugid (B)(4)) to infuse at 55.4ml/hr with a vtbi of 1330ml. The user starts the infusion and selects yes to the guardrails warning ¿fluid rate exceed limit¿, two seconds later the user paused the infusion. The user then changed the vtbi of the secondary infusion to 1110ml and the duration to 24 hours, which made the rate 46.25ml. The user starts the infusion. At 8:13 pm, the user paused the infusion and restarted 36 seconds later. At 11:07 pm, the device alarmed for air in line. The door was closed and the infusion was restarted at 11:11 pm. At 4:51 am on 10 august 2018, the user paused the infusion and restarted at 4:53 am. At 8:33 pm, the user paused the infusion and restarted at 8:36 am. At 9:21 am, the user paused the infusion and restarted at 9:22 am. At 10:07 am, the device alarmed for air in line. At 10:32 am, the user paused the infusion. At 10:33 am, the user restarted the infusion. The user then paused the infusion 14 seconds later and then restarted 14 seconds after the infusion was paused. Five seconds later, the user paused the infusion again and then restarted after 9 seconds. At 10:42 am, the user changed the rate of the secondary infusion to 100ml/hr and started the infusion. The user selected yes to the guardrails warning ¿fluid rate exceed limit¿ and the infusion started. At 10:43 am, the user changed the rate of the secondary infusion to 200ml/hr and started the infusion. The user selected yes to the guardrails warning ¿fluid rate exceed limit¿ and the infusion started. At 10:44 am, the user changed the rate of the secondary infusion to 500ml/hr and started the infusion. The user selected yes to the guardrails warning ¿fluid rate exceed limit¿ and the infusion started. At 10:44 am, the device alarmed for air in line and the user restarted the infusion. At 10:45 am, the user changed the rate of the secondary infusion to 46.3ml/hr and started the infusion. The user selected yes to the guardrails warning ¿fluid rate exceed limit¿ and the infusion started. At 10:56 am, the door was opened and then the device alarmed for flo stop open for 7 seconds. The door was closed and the user restarted the infusion. At 1:23 pm, the user paused the infusion and restarted at 1:24 pm. At 2:10 pm, the user paused the infusion and then restarted at 2:12 pm. At 4:27 pm, the device alarmed for air in line and the user channeled the device off at 4:29 pm and the system was shutdown and powered off. The volume recorded as being infused during this period was 0ml for the primary infusion and 1077.468ml for the secondary infusion. The pcu event log shows pump module s/n (B)(4) was idle and was previously infusing a primary infusion of drugid 1 at a rate of 10ml/hr. At 2:04 pm on 10 august 2018, the user restored and started the previous primary infusion running at 10ml/hr. The device then received a remote IV request for drugid (B)(4) to infuse at 150ml/hr with a vtbi of 50ml. At 2:05 pm, the user changed the vtbi to 65ml and started the infusion. At 2:10 pm, the user paused the infusion and then restarted at 2:12 pm. At 2:33 pm, the secondary infusion completed and the device transitioned to the primary infusion running at 10ml/hr. At 2:45 pm, the device alarmed for patient side occlusion and the user restarted the infusion. Two seconds later, the user channeled off the device. The volume recorded as being infused during this period was 2.059ml for the primary infusion and 66.329ml for the secondary infusion. Functional testing performed found the pump module to be delivering fluid within specification. During functional testing the check valve on both sets failed and backflow was observed to pass the check valve from the secondary bag into the primary bag and could have been the cause of the event; however it could not be determined if the check valve failures occurred during the reported event, or upon transport. The root cause of the customer¿s experience of a dosing rate discrepancy was not definitively confirmed or replicated; however it appears the discrepancies may have occurred between 10:42 and 10:45 am when the rate of the secondary infusion was changed to 100 and then 200ml/hr, and 500ml/hr.

Event description:
The customer reported a possible dosing rate discrepancy for two medications infusing on an oncology patient. The discrepancy was noted with ifosfamide/ mesna 11g in 1110ml over 24 hours with a rate of 46.3 ml/hr as a secondary medication. The user reported that channel b marked "chemo" with an orange sticker seemed to be affected. It was later reported that also infusing was an ondansetron infusion (16 mg/50 ml dextrose5% and water in 63 ml), and was expected to infuse over 20 minutes at a rate of 189 ml/hr via the other module. No patient harm was reported.